Event description:
Per the report received, approximately eight months post tavr, mild to moderate pvl and moderate central aortic insufficiency was noted; the total aortic insufficiency was moderate to severe. Five weeks later, the patient was admitted for open heart surgery [aortic valve replacement of the sapien valve]. A 23mm edwards magna ease valve was implanted. The 26mm sapien was removed. All leaflets were intact, undamaged, pliable and all 3 closed together. The stent structure was circular prior to removal. Evidence of calcium and space between right and left commissure where the paravalvular leak existed with sapien by echo matched the surgery findings. The valve was deformed with removal. Per additional information received, the patient expired following the procedure from multi system organ failure.

Manufacturer narrative:
Valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The exact cause for the patient¿s central aortic valve regurgitation eight months post index procedure cannot be confirmed. There was no report of an adverse event or device malfunctions during the index procedure. Upon explanting the sapien valve, all three leaflets were noted to be intact, undamaged, pliable, and all 3 leaflets closed together (coapting as designed). There was no specific information available to help determine if the central regurgitation was a result of the presence of pannus, or thrombus interacting with leaflet closure. There was evidence of calcium and space between the right and left commissure which led to the paravalvular leak seen on echo. In this case, patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.